Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. Review of the device memory confirmed that a low voltage alert was recorded. Although the device memory diagnostics demonstrated that the daily battery voltage measurements displayed an irregular pattern of discharge, the battery voltage level at explant was sufficient to ensure therapy availability/delivery while the device was implanted. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. Collectively, the pattern of irregular daily battery voltage measurements in conjunction with normal power levels and device hybrid current draw is consistent with behavior of devices where a latent current leakage path has occurred within the battery itself, resulting in a partial depletion of the battery.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed a fault code for voltage too low for the projected remaining capacity. It was also observed that this device had premature battery depletion. The patient had reported that the device was beeping. A disk was sent in for engineering review. Upon review, engineering confirmed the fault code and noted that the device hardware is not detecting the loss of battery energy; because of this the battery status indicators are not reflecting the depletion condition. Engineering recommended immediate replacement. Subsequently, an invasive procedure was performed. The device was successfully explanted and replaced with no issue. No additional adverse patient effects were reported.